Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician could not confirm the flow of blood from the angio-seal drip hole. The physician removed the assembly out of the patient, leaving the guidewire in place. Then, the physician checked that the drip hole and blood inlet hole were at the same position. The physician inserted the assembly into the artery again, but the outcome was the same. The physician gave up using the angio-seal device and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 2500 cc. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site and the vessel diameter are unknown. There were no other devices or equipment used with the reported product.

Event description:
The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b5 regarding the blood loss and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.